Event description:
It was reported by the customer that one of their devices had the internal battery charger charge-pak (cp) icon displayed notifying the need for replacement. Physio-control had the customer remove and reinsert the cp and verified that one beep was heard, indicating a depleted internal hlc battery and/or internal error. Reporter informed that the facility replaced the cp, but the icon remained and the internal battery was further depleted. Physio replaced the cp under warranty but the first replacement cp failed to charge the internal hlc battery so that the capacity could have been depleted below acceptable level. A second warranty replacement cp was able to charge the internal battery successfully and the "ok" symbol was displayed. There was no report of patient involvement with incident.

Manufacturer narrative:
The failed warranty replacement cp was returned and further evaluated at physio-control's failure analysis center. It was observed that the cp had 0 minutes of on time, no indication of patient use and the hlc recharge rate was low. The cp failed the functional test and it did not have sufficient voltage to re-charge the internal hlc battery. The cp battery cell #1 was severely depleted and measured at 0.5v. The root cause of the failure was not determined. The initial cp that was installed by customer was not returned for evaluation. Follow up with customer confirmed that the device has been placed back to service.